Manufacturer narrative:
Unique identifier (UDI)#: (B)(4).

Event description:
The customer received questionable results from coaguchek xs meter serial number (B)(4) for one patient. At 8:40 am, the result from the meter was 5.9 inr. At 9:23 am, the result from the meter was 6.3 inr. At 10:44 am, the result from a laboratory using dade innovin reagent was 4.1 inr. There was no allegation of an adverse event. The patient's coumadin dose was changed as the patient was on antibiotics until (B)(6) 2018 due to an infection (diverticulitis) and not related to use of meter. The therapeutic range was 2.5-3.5 inr. The patient had no hematocrit issues, no heparin, no direct thrombin inhibitor, and no antiphospholipid antibodies. There were no changes in diet, no bleeding, and no bruising. The suspect meter and strips were requested to be returned for investigation. The returned meter and strips were tested in comparison to a retention meter and masterlot strips. Human blood samples from warfarin donors were used. Donor 1 inr: 2.4 inr; donor 2 inr: 2.6 inr. Donor 1 hct: 38%; donor 2 hct: 42%. Testing results: donor 1: retention meter with masterlot strips: 2.5 inr; customer meter with customer strips: 2.3 inr. Donor 2: retention meter with masterlot strips: 2.6 inr; customer meter with masterlot strips: 2.5 inr. All results were within the specified maximum difference between measurements. No error messages occurred. The returned and the retention material met the specifications. Relevant retention test strips (lot 286319) were tested in comparison with the current master lot. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention samples were acceptable.